Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: during preparation for surgery, it was noticed, the upper part of the inner trocar had come off. Not used for patient. No patient injury was reported.